Event description:
It was reported that during a da vinci surgical procedure, it was noted that the distal tip of the medium large clip applier instrument caved in on itself. The cap came off the instrument and the tips were crooked and off center from the arm. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's main tube was cracked at the distal end, causing the clevis to be aligned with the main tube. There was no missing material. The clevis was lodged over the main tube. Failure analysis concluded that the cracked damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the cracked main tube if to recur could cause or contribute to an adverse event.